Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer would override the bolus and accidentally delivered too much insulin resulting in blood glucose (bg) levels ranging from the 40's to 70 (mg/dl). Reportedly, the customer did not know that the pump could calculate a bolus dosage based on the entry of a bg value and carbohydrates value. To address the bg level, the customer consumed carbohydrates. Reportedly, once the customer learned how to use the bolus features of the pump, the reported issue no longer occurred.